Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch error, which was verified during testing. The plunger position sensor was not working. No patient injury was reported.

Manufacturer narrative:
One medfusion® syringe infusion pump was returned for investigation. Visual inspection revealed the device to be in poor condition; the top case was chipped and cracked and the right plunger case was cracked. A review of the device event history log found that a check clutch/plunger lever error had occurred. During functional flow testing, the check clutch\plunger lever error was able to be duplicated. Further examination of the device found that the position potentiometer had broken off. The broken potentiometer was determined to be the root cause of the check clutch/plunger lever error. Investigation determined that the broken potentiometer was a result of physical damage to the device. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.